Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump intermittently shut down whenever the customer attempted to unlock the pump screen. The customer's blood glucose level was reportedly 300 mg/dl at the highest. Reportedly, the customer reverted to insulin pen injections for alternate insulin therapy.